Event description:
During a postoperative visit, a radiograph revealed a broken screw.

Manufacturer narrative:
The implant remains in situ. The identifying part and lot number were not provided; therefore, a review of the device history records could not be conducted. A radiograph was provided and confirmed the event. There are no plans for revision surgery. The root cause cannot be determined at this time. If additional information is received, a follow-up report will be submitted.